Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter. The customer's blood glucose level was 228 mg/dl.